Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the carrier was unable to retract that resulted to breakage of the suture. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the carrier was unable to retract that resulted to breakage of the suture. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Problem codes 2907 and 1536 capture the reportable events of dart detachment and retraction problem. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Analysis of returned product revealed that it does not have any visual failure. During functional test, the carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot without any issues, consequently, not confirming the reported complaint. Although the lot number of the device was not reported, a customer shipment history search was performed to identify the most probable lot associated with the complaint. This search revealed that lot 23235658, 22716782 & 22340283 are the most probable lot numbers involved in the complaint. A device history record (DHR) review performed on the identified lot numbers confirms that the device was manufactured in accordance with the device master record and met manufacturing specifications at the time of release to distribution. The investigation revealed that the most probable cause of this complaint is no problem detected as the device did not present any visual issue and it worked as intended. Returned device review includes visual and functional evaluations, which showed no evidence of either the alleged issue or any defect that could have contributed to the event reported. Correction to the initial reporter is a health professional.